Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed. .the device lot history record review indicated no non-conformities related to this event, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Access was positioned in the upper third of the femoral head. Vasculature was noted as 7.2mm, no calcification, very minor tortuosity superior to the access, and a deployment depth measurement of 3 + 1. No issues were reported advancing or withdrawing procedural sheaths. Following deployment, a post angiogram indicated a slowed velocity flow. The physician applied balloon inflation three times which corrected the flow. Angiograms reviewed by the investigative team indicate a dissection present below the site of access and balloon inflation applied distal to the manta anchor. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU as ischemia of the leg or stenosis of the femoral artery. The root cause of the sluggish flow is due to a formation of an occlusive dissection. There was no dog-boning reported during balloon inflation, which indicates the occlusion was most likely due to a dissection rather than the manta implant. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or the manta device. The risk documentation was reviewed, and this type of incident is a known risk.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician performed a tavr procedure on the patient. The manta depth was measured at 3 + 1 = 4 cm pre procedure. The manta was deployed at the proper depth after 40 mg of protamine. Hemostasis was achieved instantly. The post angio showed sluggish flow post deployment. A 6 mm x 20 mm ptca balloon was used to remodel the vessel. 2 balloon inflations were performed for 1 min at 6 atm, and then an additional inflation of 10 atm for 1 min was performed. Post inflation angio showed good flow and no residual issues. Additional information received on 25 aug 2021: during a tavr procedure, ultrasound and micro puncture access were obtained in the right cfa in the upper 1/3 of femoral head. Right cfa vessel size measured at 7.2 mm with no calcification and little tortuosity. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, sbp was 114/42 mmhg, act was 155, 7000 units of heparin was intravenously given, and 40 mg of protamine was given intravenously. Patient tolerated the procedure fine. There was no hematoma or bleeding at closure site post procedure.